Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through the review of the logs. The cause was determined to be a false empty detect at the initial drain after the I-drain alarm volume was met, and a false empty detect at the last drain of the previous therapy after the minimum drain volume was met. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 01:11:31. During night drain cycle one, the patient's ultrafiltration reading was 2759ml, indicating the home patient (hp) drained 2759ml more than their maximum programmed fill volume of 2000ml. No additional information is available.